Event description:
Healthcare professional reported left side deflation . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation:visual analysis of the photographs identified two devices one device with fluids clear inside the device and the other the device only have a few fluids inside. Both devices appears to be intact without labeled. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.